Event description:
As reported by an optical shop, a female consumer experienced a corneal abscess in the left eye, which prompted her to go the emergency room and seek for medical help. Additional information received on (B)(6) 2017 via email providing consumer's initials, age at the time of event and medical information. Consumer went to the emergency room on (B)(6) 2017 and was treated with visumidriatic 1% eye drops, ofloxacin and tobramycin ointment; and amoxicillin + clavulanic acid 1 gram one tablet twice daily. Her eye condition was recovering upon discharge and post-discharge medications include ofloxacin and tobramycin eye drops, six times daily and tobramycin ointment, one application in the evening. She was also scheduled for follow up check up on (B)(6)2017.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by an optical shop, a female consumer experienced a corneal abscess in the left eye, which prompted her to go the emergency room and seek for medical help. No additional information is available at this time; additional information has been requested but not yet received.